Event description:
No additional event information at the time of this report.

Manufacturer narrative:
The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number 2019052375. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019052375) was performed for similar events and no complaint about nonconforming products was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation are clinician failure to follow recommended protocol for implant placement and final seating or application of excessive torque. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report has been relayed to correct an error and submit a retraction in the previously reported submission MFR number 0001038806-2021-00358. Upon reassessment of the reported event, it was determined that this event was filed under the incorrect catalog number, bopt6511. There was no injury, significant delay and no alleged failure of the implant. As a result, the prior submissions for MFR- 0001038806-2021-00358 submitted on march 1, 2021 is no longer considered a reportable event by the manufacture and no further reports will be submitted for the implant. The event has been submitted correctly on MFR- 00001038806- 2021- 01243 on july 12, 2021.

Event description:
This report has been relayed to correct an error and submit a retraction in the previously reported submission MFR number 0001038806-2021-00358.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that while placing the implant at tooth location #18, the surgeon describes loss of engagement. Stopped the procedure and found that the driver had stripped the hex of the implant. Removed implant with removal kit and used another implant to complete the procedure.